Manufacturer narrative:
(B)(4). ECG record from deployment assessed. Artifact interfered ECG analysis. Issue reported due to customer problem with electrode placement. Device labeling (instructions for use and voice prompts) provides operator with alerts for electrode placement issues, possible causes, and means to address.

Event description:
Customer reports that device did not shock a shockable rhythm. Review of ECG indicates that artifact (electrode contact issues) prevented device from analyzing throughout most of deployment, and that one shock was delivered. Pt outcome unk.